Manufacturer narrative:
The device history record was reviewed and shows that this device met all manufacturing specifications for product release prior to distribution. No issues were identified that would have impacted this event. The most likely cause is patient factors, including coronary artery disease and diabetes.

Event description:
It was reported a patient with a 27mm 7300tfx mitral valve implanted in the mitral position for eight (8) years, six (6) months, underwent valve-in-valve procedure due to mitral regurgitation. Patient was admitted for generator change but found to be hypoxic with acute decompensated heart failure and worsening mitral regurgitation. Tmvr was successfully performed with a 26mm 9750tfx transcatheter valve. The patient was transported while intubated to the intensive care unit in critical condition.

Manufacturer narrative:
The device was not returned to edwards for evaluation as it remains implanted. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.